Manufacturer narrative:
The investigation into the saturation flow issues and the sidearm damage has been completed. The device was not returned for evaluation. However, the clinical report was evaluated. The cause of the purge leak was most likely sidearm yellow luer damage from excessive force. No bicarbonate in the purge. The cause of the temporary saturated flow upon the electrophysiology procedure was not determined since product was not returned. The issue was related to the vt ablation procedure since it resolved following the procedure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were abnormal flows during an electrophysiology (ep) study. When the ep study was completed, the flows returned to normal. Additionally, the pump had a purge line break that prompted the team to perform a bypass. The team had just replaced the purge. There was no patient harm reported.